Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.